Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage at the luer connection. The following information was provided by the initial reporter: after connecting to the syringe set using a syringe pump, the hcp started infusion, and leakage from the connection was observed shortly after the start.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage at the luer connection. The following information was provided by the initial reporter: after connecting to the syringe set using a syringe pump, the hcp started infusion, and leakage from the connection was observed shortly after the start.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08-jul-2022. H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte that was connected to an extension tubing, in an opened package. A microscopic inspection of the top disk and bottom disks were performed. There was no damage found to these areas. However, the column sides showed some abnormality. The septum was further inspected for damage in which it revealed that the abnormalities observed during the visual inspection were in fact column tears. Tears to the column wall are indicative of leakage. The unit was then tested for leakage and failed the test. Damage to the column can occur during manufacturing due to misalignment or damaged/burred probes. During use excessive actuations or extraneous force on the septum may also result in tearing of the septum wall. As the device has been opened and used, it cannot be conclusively linked to either manufacturing or use as the defect would have the same appearance. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.